Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor caused or contributed to the patient's death.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2019 at about 20:15 while wearing a lifevest. The patient was receiving dialysis and the staff was present. Patient was in the ICU and resuscitation efforts were attempted. Review of the download data indicates that the initial life threatening arrhythmia was ventricular fibrillation (vf) at 18:43:41. Resuscitation attempts were initiated and continued until the electrode belt was disconnected at 20:12:44 and further monitoring of the patient was not possible. Vf was detected at 19:44:07 and 19:45:07. Varying amplitude and CPR artifact prevented the lifevest from delivering a treatment shock.